Event description:
During the procedure to treat a complete total occlusion, the outback ltd was prep according to (IFU) instruction for use guidelines, however upon inspection, prior to inserting in the patient, the physician noticed that the cannula was sticking out. The product was not utilized for the procedure. No further information was available.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.